Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2024, it was reported by the patient that the 2 cannulas was bent due which hyperglycemia occurs. Infusion set was placed in abdomen. Symptoms noticed within 3 hours insertion of infusion set. High blood glucose level was 350-390 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available

Manufacturer narrative:
MDR 3003442380-2024-02260- device 2 of 2